Event description:
The user facility reported that as an employee was closing the door on the v-pro, the unit emitted sparks from the upper hinge side of the sterilizer door.there were no reported injuries to hospital staff or patients and no reported procedural delays or cancellations.

Manufacturer narrative:
A steris service technician inspected the unit and found that the insulation on the door heater cable was damaged and the cable was pinched between the door and frame as the door was closed causing it to rub against the edge of the sterilizer frame, resulting in intermittent grounding/arcing and the reported sparks. The door heater cable wiring is connected to ground, a design required per electrical code to prevent electrical shock hazards from wire or heater faults. The damaged insulation was repaired and the cable was placed in a position to prevent it from rubbing against the sterilizer frame. The technician tested the unit and placed it back into service. The unit has remained in use and no further issues have been reported with the equipment.